Manufacturer narrative:
The reported events of no capture, no sensing and low pacing lead impedance were confirmed. Suture tie was found from the connector pin and outer insulation was cut consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant procedure, loss of capture, loss of sensing and low, out of range, low voltage lead impedance were observed on the right ventricular (rv) lead. The lead pin was cleaned off and tested through the analyzer. The same issues occurred. The physician opted not to use the lead. The new lead was implanted. The patient was stable.